Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 48mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 23mm-24mm. The length of the aortic proximal neck is 28mm. A CT with contrast identified graft kinking on the right limb after disconnection from the iliac artery. A type ib endoleak (right) was noted. The investigator indicated that the event was related to disease progression of the aneurysm. Investigator indicated not related to the procedure or the study device. A secondary endovascular procedure was performed where stent graft extensions were added to treat the endoleak and embolization of the iliac artery was performed with coils and dilatation. (Internal iliac artery was occluded) the event was resolved. No additional clinical sequelae were reported and the patient is doing fine.